Event description:
It was reported that patient experienced inadequate relief of therapy. The patient underwent a spinal cord stimulator (scs) explant procedure wherein all devices were removed. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6)/(B)(6). Batch: 7073269/7073604.